Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after performing the fill tubing sequence. During system check with tandem technical support, it was noted that the speaker vents were obstructed. Customer removed the obstruction and the alarm did not recur. Customer's blood glucose was 456 mg/dl.